Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported in two (2) clearlink duo-vent secondary medication sets would not flow. During patient infusion setup with zosyn the secondary tubing was set up to the primary tubing. The medication did not infuse to the patient. The clamp on the tubing was open. The nurse changed the secondary IV tubing to a new clearlink duo-vent secondary medication set and the same problem occurred; the medication did not infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The video was inspected and it was observed that the primary set was positioned higher than secondary set. When the primary set was positioned higher than secondary set, the secondary set stopped dripping and there was backflow in the primary set. Then, the primary set was positioned lower than the secondary set, and the secondary set flowed as intended. The reported conditions were simulated during evaluation using supplies in the lab and the reported issue was duplicated when the primary set was positioned in the same height or higher than the secondary set. The reported condition of no flow was not verified as the video showed the device operating as intended when the primary set was positioned at the proper height in relation to the secondary set. Should additional relevant information become available, a supplemental report will be submitted.